Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. The following were noted during visual inspection: minor scratched display window, shifted display window cover, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 16-sep-2023 in the pump history file. On (B)(6) 2023 19:09:44.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 9.7. Bolus amount delivered = 9.7. On (B)(6) 2023 22:16:36.000. Normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 7. Bolus amount delivered = 7. On (B)(6) 2023 22:38:00.000. Normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 10. Bolus amount delivered = 10. Please see below for the daily total of all insulin delivered on the event date 16-sep-2023 in the pump history file. On (B)(6) 2023 00:00:00.000. Daily totals. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of basal insulin delivered = 19.725. Percentage of daily total delivered as basal insulin = 42. Daily total of bolus insulin delivered = 26.7. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 16-sep-2023 in the pump history file. On (B)(6) 2023 07:25:00.000. Alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 07:43:00.000. Alarm alert notification. Fault number = lost sensor 2 alert (781). On (B)(6) 2023 07:53:00.000. Alarm alert notification. Fault number = lost sensor 2 alert (781). On (B)(6) 2023 11:45:00.000. Alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 18:15:00.000. Alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 18:25:00.000. Alarm alert notification. Fault number = lost sensor 1 alert (780) on (B)(6) 2023 06:54:00.000. Alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 17:14:00.000. Alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 17:30:00.000. Alarm alert notification. Fault number = lost sensor 2 alert (781). On (B)(6) 2023 18:02:00.000. Alarm alert notification. Fault number = sensor signal not found alert (796). On (B)(6) 2023 19:28:00.000. Alarm alert notification. Fault number = lost sensor 1 alert (780). The pump properly connected with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 243 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor signal not found alert noted. Lost sensor alert (780) not confirmed. Sensor signal not found alert (796) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 668 mg/dl. The customer reported nausea, vomiting, positive results in the ketones test, and abdominal pain as symptoms. Troubleshooting was performed. It was found that the customer has treated the high blood glucose event by staying in the hospital. The customer was using the pump within 48 hours of the reported event. The auto-mode feature was active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.